Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion.

Event description:
It was reported that during use of right ventricular (rv) lead increasing and high threshold up to exit block within ten days and rv lead perforation occurred. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.